Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having pain and getting some shocks without the programmer early on, but the shocks seemed to have stopped some. The event was considered ongoing. No further complications were reported as a result of this event.